Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro cable prongs were bent. The harvester stated this was noticed prior to the procedure start and a new cord was used to complete the procedure with no pt effects. The product was discarded.